Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. The subject device was returned, to olympus medical systems india (omsi). Olympus medical systems corp. (Omsc) reviewed, the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the information from omsi, omsc surmised, that these phenomena were attributed to the failure of the main circuit board. The exact cause of the main circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found the reported non-lighting of both the examination lamp and the emergency lamp was duplicated due to the failure of the printed circuit board (cr board), and also found that all indicators on the front panel blinked due to the failure of the printed circuit board (cr board). The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in the unspecified timing, it was found that both examination lamp and emergency lamp of the subject device did not ignite, and also found that the front panel display of the subject device did not light up. There was no report of patient injury associated with this event.